Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, for the first firing for segmental resection of lung, the surgeon tried to squeeze the handle but could not. Replaced with a new cartridge and connected to the handle described above, and the firing was completed. There was no patient injury or adverse event.